Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) performed an external and internal inspection and observed all components to be within specification. The srt could not duplicate the reported complaint and observed the belt tension to be set properly. The srt replaced the drive belt as a precaution. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. He observed belt slip events in the log data. The pst initiated pump jams and there was no indication of a belt slip. The pump was then operated at maximum revolutions per minute (rpms) with increasing occlusion with no disruptions. The pump functioned as intended.

Manufacturer narrative:
The field service representative (fsr) could not replicate the reported issue. The roller pump was replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump intermittently displayed a 'belt slip' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.